Event description:
On 10/06/98, MFR sales rep was contacted with the following report. On 09/30/98, the guiding catheter kinked during procedure so badly that the physician couldn't remove it. The physician pulled the guide out which caused the iliac artery to tear. Stent surgery was performed the next day to repair the artery. The device was stated to have been discarded.